Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) confirmed the reported complaint. Upon trying to boot-up the central control monitor (ccm), the unit booted up with a black screen. The internal component did power on and when using a flashlight, a faint advanced perfusion screen could be seen. The voltage (v) from the power supply was verified to be within manufacturer specification. The issue was due to a display defect that caused the backlight to not illuminate. The unit was determined to be beyond economic repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) display was blank. There was no patient involvement.

Manufacturer narrative:
The fsr performed mechanical, electrical, and visual testing. The ccm was replaced. The unit operated to the manufacturer's specifications.